Event description:
I have mentor smooth round high profile saline implants 455 ccs in the right and 460 ccs in the left. Since 2012 I have had symptoms identified with bii but have been told repeatedly that my implants would not cause any issues. I now have pain in my joints, dry irritated eyes, celiac and other digestive orders, food allergies that were not present prior to implants, depression, anxiety, constant yeast infections, dry skin, shortness of breath, chest pain, brain fog, muscle pain, weakness and tremors, low libido, hair loss, slow healing, migraines weekly, hypothyroid issues. I contacted mentor and they had no idea who I was or that I had their product inside me. I was not told that these could cause heavy metal toxic problems. I was told that I selected the safest implants and would have no issues. I tested positive for toxic levels of arsenic, aluminum, tin, and thallium. These are all identified metals found in my implants, I have tested low in testosterone. I have tested low in white blood cell counts. I have tested positive for celiac. FDA safety report ID# (B)(4).